Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose. Troubleshooting was performed. The time and date were correct. The alarm history revealed several auto off and low reservoir alarms. Ran a fixed prime test and the insulin exited. Performed a high pressure test twice and the insulin pump failed the test. No further info was provided.